Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were  implanted yesterday. Pt states had the device implanted because has a weak urge to pee and will stand in the bathroom with no flow. Pt states the trial worked very well and pt was able to feel the urge to use the bathroom and have strong flow. Pt states do get the urge to use the bathroom but just stands there with nothing coming out or a very weak stream since yesterday. Pt reports felt stimulation in the abdomen and right thigh area and where device is located, and later stated maybe due to procedure. Pt reports increased therapy strength and feels stimulation in pinal and sphincter area. Pt reports it is not uncomfortable but the sphincter feels "tight and raw like I wiped too many times". Pt decreased therapy strength. Confirmed stimulation in the bicycle seat area and comfortable. The patient will maintain stimulation level and will continue to track symptoms.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.